Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg pocket site was loose and patient experienced pain at ipg site. As a result, patient underwent surgical intervention on (B)(6) 2019 to relocate the ipg, which resolved the issue. The s2 lead was also replaced (reference manufacturer report number 1627487-2019-07524).